Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported event. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A battery was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the issue was verified and isolated to the battery¿s analog to digital converter voltage was out of range. If information is provided in the future, a supplemental report will be issued.